Manufacturer narrative:
Section b3: date of event is estimated. Sectoin d4: primary unique device identification (UDI) number - the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead diagnostics showed that both leads had high impedances. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.